Event description:
It was reported that the patient received inappropriate therapies. The ventricular lead was found to have noise, oversensing with a high increase in impedance. The pace sense portion of the lead was capped, but the high voltage coil remains in use. A new pace/sense lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.